Manufacturer narrative:
An event of aortic stenosis, regurgitation, and valve explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a 21mm trifecta gt valve was implanted 2 years ago on an (B)(6) 2019. Aortic stenosis and regurgitation (asr) was observed on echocardiogram. Device was explanted on an unknown date and a non abbott device was implanted. The patient has been in stable condition after the surgery, no additional information was provided.

Manufacturer narrative:
Corrected information sections: d4 - serial number blank (no serial number was able to be identified.)

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 21mm trifecta gt valve was implanted 2 years ago. On an unknown date, aortic stenosis and regurgitation (asr) was observed on echocardiogram. Device was explanted on an unknown date and a non abbott device was implanted. The patient has been in stable condition after the surgery, no additional information was provided.